Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement : the complaint device was received and reviewed. Visual observation confirms the distal tip of the screw is broken. From follow up information obtained from the sales rep, it was noted that the surgeon did not notch before inserting the screw. For btbs, especially in hard bone, notching and tapping is required. This failure could be attributed to user technique issue. A batch record review has been conducted and our results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one unrelated complaint for this lot which was released into distribution on july 5, 2013. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales representative reported that during a bone¿patellar tendon¿bone (btb) anterior cruciate ligament (acl) repair that his milagro advance screw 7 x 23mm broke while being inserted. The sales representative reported that the anchor was 1/2 into the bone hole when it broke. The surgeon left the top half in the bone hole. He tapped the broken screw in further and placed another larger, 8mm, screw on top in the same bone hole. The surgeon completed the procedure with no patient consequences and a ten-minute delay. The sales rep confirmed nothing was left proud. The sales rep reported the bone quality was medium to hard. No further information was available.